Manufacturer narrative:
The user facility will be contacted again to obtain additional information and to determine device availability. A follow up will be submitted upon receipt of new information.

Event description:
On march 30, 2020, richard wolf medical instruments corp (rwmic) received voluntary event report # mw5093664, the following information was provided: during procedure, the curette ring broke during use.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing information, new information, and changed information. - user facility was contacted 3 times in an effort to collect patient information and user information. As of 10/29/2020, rwmic has not received a response. - in the medwatch report mw5093664 initial reporter selected that the device is available for evaluation, however the device has not been returned to the manufacturer. - rwmic reviewed the complaint trend report for product number 8435.903 and no previous complaints were identified. - labeling review ((B)(4)) : caution! Do not combine products incorrectly! The patient, user or others may be injured and the product may become damaged. Combine products only if their indications and relevant technical data (working length, diameter, etc.) Are the same. Follow the instruction manuals of the products used in combination with this product. Caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. Caution! Be careful if products are damaged or incomplete! Injuries of the patient, user or others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Rwmic is submitting this report on behalf of richard wolf (B)(4). Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR/complaint closed. However, if additional information become available a follow up report will be submitted.